Event description:
I used two tests from two boxes of intelliswab covid 19 rapid tests. Neither of them produced either a control line or result line, indicating invalidity. The boxes each have the same identification 2024-03-31, ref 1001-0622, lot 0006709211. I don't remember when we got them, but it wasn't that long ago. I bet there are now issues with all of the batch that is still out there. Ref report: mw5159649.